Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2/99, the pt underwent a primary left l3-l4 spinal root decompression. In 3/99, the pt presented recurrent disc herniation which was severe in intensity. 12 days later the pt underwent a re-do hemilaminectomy, re-do microdiscectomy, subtotal facetectomy and foramanitomy. The event resolved with treatment in 7/99. The investigator classified this event as unrelated to adcon-l. The investigator noted "illness being treated" as a possible explanation for the event.